Event description:
The physician tried to insert an enterprise 4.5x28 and experienced difficulty in handling the device deployed inside of the prowler select plus 45 microcatheter hub. So he used another size 28 enterprise. The physician tried to insert an enterprise 4.5x28mm and experienced difficulty in handling the device and it deployed inside of prowler select plus 45 microcatheter (mc) hub. The enterprise delivery system, stent and microcatheter were both removed as a unit from the patient. There was no damage to the mc. The procedure was completed with another 28mm enterprise. All the products were new. Prior and after removal, the packages were not damaged, and all the products were prep per (IFU) instruction for use. A regular y connector was used, and during insertion, the y connector was closed to secure the enterprise introducer and prevent movement. A constant flush was maintained at all times through all the systems. However, the microcatheter was not damaged.

Manufacturer narrative:
The prowler select plus microcatheter was not received for analysis and the lot number is not known; therefore, a device history record review cannot be completed. Proper placement and securing of the enterprise introducer in the microcatheter (mc) hub provides an uninterrupted passage for the stent to move from the introducer into the mc. It is not possible for the stent to deploy outside of this lumen unless there is a gap between the tip of the introducer and the proximal end of the mc lumen. The introduction procedure is technique driven; requiring proper orientation and positioning of each component of the system. If prior to introduction of the stent fully within the microcatheter, the introducer is not fully seated or there is backward movement of the introducer the distal or proximal end of the stent will expand as it enters the gap. This will result in some noticeable resistance. The greater the gap, the greater the resistance. Based on the reported event, it appears that procedural handling contributed to the event.